Event description:
Preceding/simultaneous bone augmentation, inadequate bone quality/quantity, asymptomatic. When patient was presented for impression the implant disclodged when torquing impression post.